Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was dislodged and settled in pulmonary vasculature. It was also noted that the lp helix was damaged during retrieval. The device was removed and replaced during procedure on (B)(6) 2024. There were no patient consequences.